Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead may be pulled back a bit. Boston scientific technical services (ts) reviewed the x-ray result and noted that there is an unknown appearance of lead outside the heart. Additional information received indicated that the implant was right sided and tunneled across to the subclavian vein thus, no perforation was noted. At this time, no action was required. This lead remains in service. No adverse patient effects were reported.